Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. Approximately 31 cm distal to the df4 connector pin the lead body was found squeezed and deformed. In this region the conductor cable leading to the ring electrode was found fractured, which is assumed to be the root cause of the reported inappropriate shock. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further damages such as cuts into the insulation 36cm distal to the df4 connector pin and a deformed rv shock coil, most likely occurred during the extraction procedure. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 7 months, oversensing with inappropriate therapies was reported. The lead was explanted.